Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the emergency lamp failure which made the emergency lamp blinking. It was also found the igniter failure and its failure occurred that the examination (xenon) lamp did not light. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc determined there was the possibility these phenomena were attributed to following causes for each; the emergency lamp of the subject device blinked. It might have occurred due to the deterioration of the emergency lamp of the subject device with the long-term use passing more than 11 years since manufacturing the subject device. The igniter failure made the examination (xenon) lamp not light. It might have occurred due to the deterioration of the igniter of the subject device with the long-term use passing more than 11 years since manufacturing the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the emergency lamp of the subject device blinked during preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.